Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission #: not available.

Event description:
As reported by the user facility: during therapy.the blue "locking part" of the three-way valve comes off the "tap part". When the locking part is removed, the patient's fluids/blood comes out of the three-way valve. No patient injury reported.